Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, the right ventricular lead was not sensing and not capturing. The doctor attempted a new lead position, which did not give satisfactory results. The lead was replaced and the patient was stable.